Event description:
The patient reported that the device was "defective" and that it "knocked me flat on my back". Follow-up with the physician's office did not yield any additional relevant information. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4): no anomalies found.